Event description:
It was reported that the patient had an infection. It was further reported that the patient¿s body was infected with (B)(6) and the implantable neurostimulator (ins) had to be removed. The ins was reportedly removed on 2014 (B)(6). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Date of report correction: follow up received on (B)(6) 2014 revealed that the manufacturer representative was not aware of the infection or explant. Therefore the notify date was the date of the original call from the patient on (B)(6) 2014; and the initial report sent on (B)(6) 2014 was sent within the required 30-day window.

Event description:
Additional information received reported that the manufacturer representative was unaware the patient's device had been explanted; and had not been notified of the explant and was not present. Additionally, the manufacturer representative reportedly was not aware the patient had an infection. The patient reportedly had wanted two boxes for their patient programmer and the manufacturer representative left them for the patient and never really thought to ask why the patient needed them.